Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that patient were told that they had a ¿floating ins.¿ the date that the issue began was unknown. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the ins has been floating since implant. The cause of the floating ins was unknown. It was reported no actions or interventions were taken place to resolve the floating ins. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that there was not a device concern or change in therapy, and that the patient stated that they were told that the implantable neurostimulator had "floated" since implant. There were no steps taken to resolve the "floating" implantable neurostimulator, and the issue had not been resolved at the time that the additional information was received. No further complications were reported.